Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h4, h6, h11. The device was not returned to olympus for inspection; however, technical assistance center provided remote troubleshooting, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: wrong placed cables. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: unable to capture images is due to wrong location for a cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center was unable to capture images. The issue was found during service / maintenance. There were no reports of patient involvement.